Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, on the first firing across the stomach, end, the device fired fine on first reload, but when retracting blade, it stopped half way, the screen went blank, then very slowly retracted blade rest of way to proximal the jaws opened okay. The surgeon noticed change in noise on the second half of retraction. The jaws could not be articulated back to the center position. To remove articulated reload he took out the trocar and gave adapter and trocar back to nurse to remove. Nurse eventually got the handle to power up and then seemed to be working fine as screen came back on. Manual stapler was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional: lot#, date rec'd by MFR. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The analysis of the system logs show that the last activity was the adapter calibration, the system called for a piezo sound. The logs display one successful fire, however during retraction, the handle triggered an alert for exceeding the current limit and stopping retraction. A spike in current during retraction is indicative that the handle detected an obstruction or resistance that required the handle motor to draw more current to pull on the reload blade and laminates with more force. When attaching an adapter, if a reload is detected, firing shaft shall fully retract the reload by driving the firing shaft proximally until it stops at its mechanical limit. Once end stop is detected, the firing shaft shall be driven distally to home position. Any button presses during these operations shall be ignored. Engineering performed an evaluation on this handle's retraction and articulation functions. Utilizing pmv's adapter and 5 new legacy reloads, it completed 5 successful firings with normal articulation, rotation and retraction. The handle was disassembled and there were no discrepancies or damages found to the electronics that would impede proper functioning of the handle. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Additionally, the investigation detected a secondary condition of loss of organic light-emitting diode (oled) synchronization that has no relationship to the reported condition. There is a known issue in which the screen can become distorted when the audio amplifier is turned on and the subsequent changing of the ac coupling uf capacitor. This issue is being addressed by a change development process. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.